Event description:
It was reported that a spectrum iq pump ran chemotherapy over 23 hours instead of 24 hours during patient infusion. The patient was ordered for cytarabine to be run at 41.7cc/hr for a 1l bag. The pump was beeping after 23 hours with air in line. The pump was reading volume infused of 919mls. The pump was confirmed to have correct settings and drug was confirmed by the pharmacy to be made correctly. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected additional information h10: the user facility submitted medwatch (B)(4) for this event.